Event description:
According to the reporter: post-operatively, the device needle and thread was broke on reporting of c section dehiscence. Patient status : unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a c-section skin closure and presented with wound dehiscence post-operatively. The device needle bent and the suture thread broke during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.